Manufacturer narrative:
The manufacturer previously reported an issue related to sound abatement foam. This action was reported to FDA per 21 crf part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Codes in section h6, PMA/510(k) in section g4 were updated or corrected.

Event description:
The manufacturer received information alleging a remstar pro CPAP may have caused or contributed to multiple health concerns which are possibly related to sound abatement foam degradation. The end user has had multiple hospital visits due to increased iga/ige immune markers, headaches and dizziness, chest pressure and pain, respiratory issues with coughing and unexplained breathlessness, abnormal kidney and liver tests, nausea and eye irritation from air leaks in his eyes. Additionally, user is experiencing cognitive issues, lethargy, dry mouth and low blood spo2 levels. The patient states he has received medical intervention with testing over the past 5 years. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.